Manufacturer narrative:
Concomitant products: addr01 ipg. Implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead experienced rising thresholds and lower impedance. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.